Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient was new to contact lens wear in (B)(6) 2019 and was experiencing difficulty with lens removal. (B)(6) 2019 the patient sought medical treatment while traveling when he had difficulty with lens removal. The care provider stated there were abrasions of the cornea and discharge observed. The patient was prescribed two ophthalmic solutions, an eye ointment, and an oral medication. On september 20, 2019 the patient sought further care at a different care provider after returning from travel. A different ophthalmic solution, an ointment, and loxonin (loxoprofen sodium hydrate) tablet were prescribed. The patient was instructed to discontinue lens use for one month. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.